Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48-75 mg/dl due to customer incorrectly programming their settings. Customer consumed carbohydrates to address low bg. Customer updated the carbohydrate ratio and correction factor setting to address the event.

Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.